Event description:
Caller (distributor rep, (B)(4), on behalf of customer) alleged discrepant results compared with the lab. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.